Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that there is a nick in the catheter. The catheter was inserted around 2am on (B)(6) 2015. Crt dialysis was started and blood began to squirt out of the blue port. The catheter was removed around 8am on (B)(6) 2015 and replaced with a new catheter. There was no additional medical intervention required and no harm to the patient. The patient was in the same room from the time the catehter was inserted to the time the catheter was removed.

Manufacturer narrative:
This complaint was investigated. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The product sample was returned for evaluation. Catheter presented rests of blood and dirt and the catheter was cut approx. 3 cm below the hub. Adapters were examined and no defects were found during evaluation. A functional testing was performed and a pinhole was found on the venous extension. Sample was submitted to underwater test and bubbles were detected coming out of extension tube from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection prior to using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions; therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused by improper use of sharp objects, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. Actual occurrence percentage and severity for this failure mode was found higher than expected. A qseas evaluation took place to assess this exceeded risk threshold, no further investigation activities or corrective actions were required and hhe evaluation hhe15-014 was opened. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per ps10007897, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.